Event description:
A report was received that two endoscopy health care workers (hcw) experienced sore throat and ocular pain when entering the disinfection room. The room has no window and ventilation is available only at the ceiling of the room. Disopa was used manually for disinfecting some small instruments and scopes when the scopes are needed urgently. The facility was advised to improve their ventilation system and to use ppe. One of the hcws did not seek medical attention or treatment while the other one was going to see a physician later. This report is for the hcw who did not seek medical attention or treatment. Additional information has been requested.

Manufacturer narrative:
Inhalation. Reference: 2084725-2009-00525.

Manufacturer narrative:
Event date: per additional information received from the affiliate, the event date was reported as (B)(6) 2009. Eye pain. Type of reportable event: changed from serious injury to malfunction. Asp investigation summary: the investigation included complaint trending by problem code, failure mode and effects analysis, system hazard and user misuse analysis and health hazard evaluation. The disopa solution lot number was not available to perform complaint lot history review. A review of the defects per million opportunities (dpmo) over the past 12 months ((B)(4) 2009 to (B)(4) 2010) for cidex opa solution (which includes disopa solution) with the problem code of ''hr-eye reaction'' was reviewed. The overall trend has been below the ucl (upper control limit). Therefore, the trend is considered to be low risk trend. The cidex opa fmea (failure mode and effects analysis) and shuma (system hazard and user misuse analysis) were reviewed. The fmea score for user eye exposure is below the threshold of 100, and the hazard identified in the shuma has been assessed a category I - broadly acceptable risk. The hhe (health hazard evaluation) was reviewed for similar user symptoms which indicated the associated risk is none/negligible. Disopa solution is manufactured in (B)(4) and sold exclusively in (B)(4). Disopa is similar to cidex opa solution sold in the united states. The cidex opa instructions for use (IFU) states to use in a well-ventilated area and in closed containers with tight-fitting lids. If adequate ventilation is not provided by the existing air conditioning system, use in local exhaust hoods, or in ductless fume hoods/portable ventilation devices which contain filter media which absorb ortho-phthalaldehyde from the air. Exposure to ortho-phthalaldehyde vapors may be irritating to the respiratory tract and eyes. May cause stinging sensation in the nose and throat, discharge, coughing, chest discomfort and tightness, difficulty with breathing, wheezing, tightening of throat, urticaria (hives), rash, loss of smell, tingling of mouth or lips, dry mouth or headache. Vapors may aggravate preexisting asthma or bronchitis. Symptoms are typically transient and disappear once the user is moved to a well-ventilated area. The report received indicated that at the time the reported event occurred, the air exchanges had not been measured, and the facility stated the ventilation required improvement. This information suggests that inadequate ventilation contributed to the reported event. A CAPA (correction and preventive action plan) was opened to investigate hcw reports of human reaction symptoms while working with cidex opa solution. Through the investigation, it was determined that inadequate ventilation and/or possibly user related issues were contributing to the majority of these reported human reaction symptoms. No product was returned for evaluation. The information received suggests that inadequate ventilation contributed to the reported event. Due to the low health/risk index, no further action is required. Asp will continue to track and trend these issues.